Manufacturer narrative:
Evaluation results: lack of information (explant analysis pending). Inherent risk of procedure (endoleak, migration). Pt's condition affected effectiveness of device (severe angulation of the aortic neck). Conclusions: lack of information (explant analysis pending). Device failure/lack of effectiveness related to pt's condition (severe angulation of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that the device was explanted due to a recurring proximal type 1 endoleak, with continuous graft migration and eventual aneurysm expansion. The pt was initially treated for a contained rupture of a 9 cm infrarenal abdominal aortic aneurysm. Eight-month follow-up CT showed that the graft had migrated, and there was a proximal type I endoleak. Due to the severe angulated neck. The physician elected to place two aortic cuffs and the endoleak was resolved. At 16 months, the graft was found to have again migrated (to several cm below the renal arteries), with reoccurrence of the proximal type I endoleak. The endoleak was again resolved using another aortic cuff (implanted with difficulty due to the severe aortic neck angulation), which included the addition of another manufacturer's stent to increase the radial force. Recently the pt re-developed the type I endoleak, with expansion of the severe aortic neck angulation. The physician elected to remove the stent graft with an open surgical conversion. The explanted stent graft system was received by medtronic and the analysis is pending.